Manufacturer narrative:
Despite multiple attempts to obtain additional information from the surgeon, no additional information has been received by bausch + lomb to date. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that an intraocular lens was explanted/exchanged for anterior chamber lens intraoperatively. Additional information has been requested.